Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb gt1, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with ischemia without symptoms of angina. The procedure on (B)(6) 2016 was to treat a chronic totally occluded (cto) lesion located in the proximal right coronary artery (rca) with 100% stenosis. Pre-dilatation was performed with a 3.0x15mm scoring balloon and the residual stenosis was reduced to less than 40%. Four absorb gt1 scaffolds were implanted and post-dilatation was performed with a 3.75x15mm balloon. The final angiographic residual stenosis was less than 10%. Intravascular ultrasound was used to confirm the scaffold was fully apposed to the vessel wall. In (B)(6) 2016 a control angiography was performed and everything was fine. On (B)(6) 2017 the patient presented with angina pectoris and angiography was performed which noted the ostial absorb gt1 (3.5x28mm) was occluded 100%. Additionally, an unspecified drug eluting stent which was placed in the circumflex, before the implantation date of the absorb gt1, also showed new plaque. No treatment was performed; however, the patient may undergo treatment in 2018. The patient was reportedly compliant with their 12 month dual anti-platelet therapy (dapt) consisting of ticagrelor. The patient is no longer on dapt. No additional information was provided.